Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. Of the two samples, one had an erroneous result for phos2 phosphate (inorganic) ver.2 (phos). The erroneous result was not reported outside of the laboratory. The sample initially resulted with a phos value of 0.1 mg/dl. The sample was repeated, resulting as 4.4 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The phos reagent lot number was 30286301, with an expiration date of 31-mar-2019. The field service engineer could not determine a cause. He tightened reagent probe fittings, checked the rinse mechanism, checked the rinse level, checked all tubing for tears or leaks, checked and inspected the cells, checked the pump pressure, replaced the sample probe, and re-aligned the sample mechanism. The customer ran calibration and controls; controls were within specifications. Precision studies were performed. All test and check results were within guidelines. Reagent issues could be excluded since quality controls were within range prior to the issue. The investigation was unable to find a definitive root cause.